Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had achy pain at their ins site in their back, as well as a funny feeling in their privates. They were also going a lot more too, meaning they had a return of urinary symptoms. They thought they had a yeast infection but stated "it was not," and that they had been on antibiotics. They turned the stimulator down but still felt tingling. They called their managing physician and were directed to contact the manufacturer. The patient tripped and fell out of bed. It was reviewed how to turn therapy off completely. The patient indicated the ins site pain was less, but they still had the funny feeling. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and for a possible device check. Additional information received from a healthcare provider (hcp). The hcp reported that it was unknown if the patient tripping and falling out of bed had affected the device. It was unknown what steps were or would be taken to resolve the issue. The antibiotic usage was not caused by or related to the device, therapy, and/or implant. When asked what steps were or would be taken to resolve the achy pain at the ins site, funny feeling in the patient's privates, increased urinary frequency, return of urinary symptoms, and tingling, they responded, "time." The issue was not resolved, but no further actions would be taken. The current status of the device was that it was shut off and the patient desired removal.